Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 to address a lead migration issue. (Reference reg report: 1627487-2020-31097) during the procedure, the paddle lead was accidentally burned via cautery. As a result, the lead was explanted and replaced with two new octrode leads to address the issue.